Event description:
It was reported that a spectrum pump experienced constant upstream occlusion alarms. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom constant upstream occlusion alarms. Eval found that the ultrasonic sensor readings were below specification with a fluid filled set. Low ultrasonic sensor readings can make the pump more sensitive to upstream occlusion alarms. The failed upstream sensor was replaced.